Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, customer stated that they had a short study. Due to the product malfunction, a repeat procedure had to be performed. Patient is fine.

Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, a copy of the study was provided. Based on the data that was collected during the procedure, the recording was 23:35 of the scheduled 48 hours. Ph values were normal throughout the duration of the recording. Since the recorder nor capsule were returned for evaluation, the reason for the short study cannot be reliably determined. A review of the device history record indicates that the product was released meeting finished product specification. If information is provided in the future, a supplemental report will be issued.